Event description:
It was reported during a laparoscopic splenectomy while positioning the stapler for the fourth firing, the third reload, the cartridge fell out into the abdominal cavity. The cartridge was retrieved without incident. It is reported that cartridge was clicked into place. The case was completed using another instrument. 02/11/1998 the rep provided additional information that the cartridge fell into the abdominal cavity after the fourth firing and not before .